Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient stated that on (B)(6) 2017, he experienced a hypoglycemic event overnight. The patient stated that the event caused a seizure that woke up the patient's girlfriend who called an ambulance. On the way to the hospital the patient was treated with IV and dextrose (B)(6)%. The patient was admitted to the hospital on (B)(6) 2017 and was released the same day. No product defects or failures were alleged. At time of contact the patient's condition was recovering. No additional event or patient information is available.